Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion failure analysis laboratory has not received the suspect component for evaluation.

Event description:
The company representative reported while using the vela ventilator; the unit's touch screen stopped working. The company representative performed troubleshooting, but the issue was not resolved. The company representative reported the touch screen shows a halo around the touchscreen. The company representative reported no patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the membrane touchscreen. This issue will be internally investigated within carefusion.